Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error (se) 2240 (air in set) alarm on the homechoice (hc) device. The patient was connected at the time of the event for their initial drain of peritoneal dialysis therapy. During troubleshooting, it was indicated that the patient line was not properly primed prior to the patient connecting themselves to initiate therapy. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.